Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva hub broke the following information was provided by the initial reporter: nexiva broken at the hub when did the incident occur? During use nexiva leaked at the hub, by inspection there was a crack visible in the hub. There is no information at this moment of the therapy given over the nexiva, nor how long it was in use or if there has been any force on the hub. The customer didn't come back with any extra information at this point. (B)(6) 2025. Was patient or user harmed? If yes, please explain no. Was additional medical intervention/medication required? If yes, please explain no.

Manufacturer narrative:
The complaint of a crack in the dual port luer adapter was confirmed; however, the root cause could not be determined. Two photographs were provided for investigation. Both photos show a crack in the dual port luer adapter. The sample exhibited evidence of use. As the device had been opened and used, it could not be determined with certainty whether the damage originated during manufacturing or in the clinical setting. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. No information was provided regarding the duration of use or the affected lot number. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.